Manufacturer narrative:
Method code was erroneously omitted from a previous submission, MFR#: 1000317571-2016-00016, initial, reported to the FDA on march 10, 2016. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. After a detailed batch review, no discrepancies were found although photographs provided confirm product in weld. There is not enough information to conclude the product did not meet specification and perform as intended. Although no issues were identified during the current evaluation, a previous investigation was performed. Manufacturing processes were reviewed, discrepancies were found but it could not be determined if this impacted the complaint without a sample. A CAPA investigation and nonconformance were opened and have since been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. No additional event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
A nurse reported and depicted via photo that the "packaging seal is not well, non-sterile state," referring to an unused aquacel ag hydrofiber dressing; no patient involvement occurred.